Manufacturer narrative:
Additional information: on december 14, 2020, the mentor failure analysis lab received the device for evaluation. On december 22, 2020, mentor became aware of the correct lot number of the impacted product. The relevant fields in this report have been updated to reflect the impacted device attributes (lot number, manufacturing date, expiration date and device returned to manufacturer date). On december 30, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 4.9 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with 325cc mentor memorygel breast implants and experienced rupture on the left side postoperatively. As a result, the patient underwent device removal and replacement with 320cc mentor memorygel breast implants, catalog number 3507320mc, serial numbers (B)(4) on the left side and (B)(4) on the right side on (B)(6) 2020.